Event description:
It was reported that prior to insertion the md vacuumed the balloon twice while in the tray as a preparation step. The sheath was inserted into the patient's left femoral artery. When the md inserted the intra-aortic balloon (iab) into the sheath the balloon became stuck and the md could not advance the iab through the sheath. The md removed the iab and the sheath as one unit. The md prepped and used a second iab for insertion in the same insertion site (left femoral artery). There was no reported pt death, injury or complications. There was an under 10 minute delay in iabp therapy. Medical / surgical intervention was not required. There was no harmful outcome to the pt.

Manufacturer narrative:
(B)(4).